Event description:
It was reported the patient had bilateral tmj replacement on (B)(6) 2009. The devices were explanted on (B)(6) 2010 due to them not fitting properly.

Manufacturer narrative:
Per the doctor's comment, there was not an issue on the device not functioning correctly, but the issue was the size of implant selected and used was too large for the patient. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The doctor who implanted the devices is not the same doctor who explanted. Implanted by: (B)(6). There were 4 devices explanted, see mdrs 1032347-2011-00091 to 00094.